Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips field service engineer (fse) evaluated the device and determined that the speaker was faulty. The fse replaced the speaker assembly, and the device was operating normally. The device was confirmed to be operating per specifications after the parts were replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating there was a message appearing about ¿speaker operation¿ and that the alarm does not sound. The device was in use at the time of the event. No adverse event occurred.